Event description:
It was reported during post implant follow up that the right ventricular lead exhibited loss of capture. Echocardiogram revealed a minor pericardial effusion due to cardiac perforation. The lead will continue to be monitored. The patient was stable.

Event description:
New information received notes that the lead was successfully repositioned on (B)(6) 2023. The patient was stable.